Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detachment at quick release in one set. The patient observed insulin coming out of tubing about one hour after set change. No further information available.